Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and was unable to duplicate the reported failure. The cause of the reported failure could not be determined.

Event description:
It was reported that the device had its service indicator illuminated. Upon initial eval, it was determine that the device had logged a fault code and was unable to deliver defibrillation therapy. There was no pt use associated with the reported failure.